Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of when the plunger was removed, the link suture appears to have broken was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-confirming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar reports of when the plunger was removed, the link suture appears to have broken incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when the plunger was removed, the link suture appears to have broken. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.